Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per the user guide: warning - never fill your tubing while your infusion set is connected to your body. Always ensure that the infusion set is disconnected from your body before filling the tubing. Failure to disconnect your infusion set from your body before filling the tubing can result in over delivery of insulin.

Event description:
It was reported that the customer inadvertently performed the load sequence while connected to the site. The customer's blood glucose was displayed as less than 54 mg/dl. An ambulance officer transported customer to the hospital and subsequently hospitalized. Reportedly, customer sustained a broken finger due to paramedics' roughness with customer. Customer was treated with administration of dextrose. Customer was released from the hospital on (B)(6) 2023, with the issue resolved. A system check was performed, and no issues were identified with the cartridge, infusion set tubing, infusion set cannula, or the insulin in use at the time of event. The customer reverted to insulin pens for insulin therapy. Amsl technical support educated the customer to not be connected to the pump during the fill tubing process.